Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide a correction to a previously submitted report and response to FDA request. Corrected field: h10 medsun (B)(4). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the sheath on the single use aspiration needle slipped and needle was coming out in the accompanying scope. The reported issue was observed during a diagnostic endobronchial ultrasound (ebus). There was no report of patient harm.

Manufacturer narrative:
H10: related report numbers: medsun: (B)(4). The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.